Event description:
On 07/17/09 received explanted lead from st. Jude medical. No info provided. Located lead serial number on explanted lead and used to search database and identify pt. Investigational letter sent to physician and center in pt record.